Event description:
The customer reported that they attached the anticoagulant line to normal saline rather than acda. The procedure was ended early due to the operator realizing they were using saline during the procedure versus acda. At 22 mins, they had a low platelet concentration and at 24 mins, they realized the mistake and ended the procedure. They did not do rinseback. The donor was ok when he left. This report is being filed due to the potential for donor safety. It is unk whether the saline line was connected to acda.

Manufacturer narrative:
(B)(4). According to the reporter, the user connected the anticoagulation to the saline line rather than the acda line. Conclusion: user error caused this event.